Event description:
It was reported that stent damage occurred. A 3.50 x 16 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the distal part of the stent strut was damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported.